Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a dialysis patient was being treated using an ak96 machine. The ultrafiltration (uf) rate was set to 1.3l. After 46 minutes of dialysis, the patient experienced chest discomfort and generalized sweating. The machine displayed a total ultrafiltration of 0.27 l, while the patient¿s weight indicated an actual ultrafiltration of 1.3 l. Blood was immediately returned and dialysis was discontinued. The patient received unspecified treatment due to the event. The patient was closely monitored. Patient outcome was not reported. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.